Event description:
Customer stated she has been experiencing high blood glucose, 400 mg/dl, due to her not have the correct settings on the insulin pump. Customer stated she her basals are not programmed. Currently she was just bolusing. Customer declined to troubleshoot for high blood glucose. Customer was advised to reach to doctor and get the correct settings. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.